Event description:
Attempted left radial arterial line placement with merit medical s-mak mini access kit. Under ultrasound guidance was able to advance needle into the artery, guidewire was then passed through the needle but felt as though it was stuck in the needle and did not move freely forward or backward. When continuing to try to pull the wire out of the needle, the wire split and exposed the inner spring. Wire and needle were then removed together. Split in wire terminated before the tip and intact tip was visualized confirming no wire was left in the patient. Ultrasound was also performed, and no retained wire was visualized.